Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any issue. No complications were reported and the patient was in good condition. It was further reported that the procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any issue. No complications were reported and the patient was in good condition. It was further reported that the procedure was completed with a different device.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any issue. No complications were reported and the patient was in good condition.